Event description:
It was reported that pump displayed malfunction code and could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed shipping details, instructed customer to place pump in storage mode and return it with prepaid label within 10 days, and arranged replacement pump under warranty.